Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed down. The device was changed to manual compression for hemostasis. There was no reported patient injury. The device was being used in an interventional procedure. Everything else was normal during the process, until it came to the last step of pressing the button. The exoseal vcd was used in an interventional procedure with a retrograde approach, and the physician was certified in its use. There were no visible signs of device or package damage prior to use. A 6f non-cordis short sheath catheter sheath introducer was used, and the device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was not verified on angiography, including the insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was not confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium or plaque, no vessel tortuosity, no stent nearby, and no stenosis greater than 50% at or near the site. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow from the bleed-back indicator significantly slowed or stopped, and the indicator window changed to solid black. When attempting to depress the button, it would not depress at all. At this time, the indicator window showed solid black, and no red color was observed during retraction. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed down. The device was changed to manual compression for hemostasis. There was no reported patient injury. The device was being used in an interventional procedure. Everything else was normal during the process, until it came to the last step of pressing the button. The exoseal vcd was used in an interventional procedure with a retrograde approach, and the physician was certified in its use. There were no visible signs of device or package damage prior to use. A 6f non-cordis short sheath catheter sheath introducer was used, and the device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was not verified on angiography, including the insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was not confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium or plaque, no vessel tortuosity, no stent nearby, and no stenosis greater than 50% at or near the site. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow from the bleed-back indicator significantly slowed or stopped, and the indicator window changed to solid black. When attempting to depress the button, it would not depress at all. At this time, the indicator window showed solid black, and no red color was observed during retraction. One non-sterile vascular closure device 6f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was already inserted into a cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with some blood residues, with the indicator wire deployed. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. Functional test was successfully performed. No anomalies were noted on the button, window, nor the deployment of the plug. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test was successfully performed. No anomalies were noted on the button, window, nor the deployment of the plug. Procedural and/or handling factors might have contributed to the condition reported. It was reported that the the femoral artery¿s suitability was not verified and that the vessel diameter was not confirmed to be greater than or equal to 5mm. As per the precautions in the instructions for use (IFU), serious adverse events might result if the exoseal is used in vessels not suitable for the use of the device. Special patient populations include those with arteriotomies in vessels <5mm. The IFU states to use fluoroscopy to verify the femoral artery¿s suitability. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. No corrective or preventive actions will be taken.